Event description:
It was reported that when passing the suture a portion of the plastic tip of the suture cartridge broke off. No patient injury reported or significant time delay reported.

Manufacturer narrative:
The reported smartstitch perfectpasser suture cartridge, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed.